Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report.

Event description:
Medtronic received information that an axium helix coil failed to detach from the pusher during a coiling procedure. The device was used to treat a patient's saccular aneurysm located at the internal carotid artery. Its max diameter was 5mm and neck width was 3mm. Vessel tortuosity was described as normal. It was reported the device was prepared following the instruction for use. The physician attempted to detached this coil using instance detacher for 5 times. When the coil would not detach, another instant detacher was used and made 4 attempts. The coil remained not detached. It was reported there was no defect found with the instant detachers. Four more detachment attempts were made manually but remained unsuccessful. The coil was removed from the patient. The treatment was continued with new coil. No patient injury reported.

Manufacturer narrative:
The axium coil was returned for evaluation. The axium pushwire was found to be broken and jagged on its proximal end with the portion of the pushwire containing the tack weld replacement (twr) crimps missing. There was no release wire extending out from the broken proximal end of the pushwire. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil appeared to be attached to the pushwire. The axium coil was pushed out from within the introducer sheath without difficulty. There was an appearance of dried blood and/or contrast on the implant coil and at the detachment zone. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was present, and the implant coil was found to be still attached to the pushwire. There was an appearance of blood and/or dried contrast in the skive area beneath the outer jacket. The implant coil was found to be damaged. Due to the material under the outer jacket, the outer jacket was removed and the skive area was cleaned with the use of a swab. Subsequently, the coin was pulled back and the implant coil detached as intended. The detach element was then removed from within the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring appeared to be damaged and ovalized. The retainer ring inner diameter (ID) could not be measured because of its damaged condition. The lot history records of the retainer ring have been reviewed and no quality issues were noted. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the axium coil analysis and on the event description, the report of non-detachment was confirmed. The distal segment of the axium pushwire was returned with the implant coil still attached. As the proximal tip of the pushwire was not returned, it is unknown if the instant detachers were successful at breaking the tack weld replacement (twr) crimps. Regarding the failure of the customer to detach the axium implant coil from the pushwire by the manual method of detachment (via hypotube), the break in the pushwire at an incorrect location likely led to the jagged edge on the pushwire. It is likely that the jagged edge of the pushwire led to the release wire breaking when pulled back against. It is possible that the missing pushwire segment was lost or discarded following the event. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The cause for the damage to the retainer ring could not be determined. The lot history records of the retainer ring were reviewed, and no quality issues were noted. It could not be determined if the axium coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 att empts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.